Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor displayed service code 102 (charge profile fault). The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation no adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.

Manufacturer narrative:
Supplemental report 8/30/2021: engineering evaluation of monitor (B)(6) has been completed. The reported problem service code 102 has been confirmed. The cause for the failure was isolated to a defective t1 transformer on the computer/analog pca. The engineering investigation concluded that the secondary windings of t1 had a breakdown of insulation allowing the voltage to arc from one secondary winding coil to another, causing the service code and test failure. The root cause for the insultation breakdown could not be positively identified. No adverse event resulted from the monitor malfunction. Device evaluation of monitor (B)(6) is currently underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor displayed service code 102 (charge profile fault). The monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation no adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.